Event description:
It was reported that pump displayed cartridge change error while customer was using device. There was no adverse impact to the customer's blood glucose level. Technical support instructed customer to remove cartridge and inspect rubber ring at bottom, but call was disconnected during inspection; technical support attempted to call back and then sent follow-up email to continue questions, and no additional information was received regarding the outcome of the event.